Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot#: v003110, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that when the patient's impedances were checked prior to surgery to replace the patient's ins due to normal depletion, idiopathic low impedance of 59-69 ohms were measured on combination 4/5 on the right hand side. The rep reported that both contacts were unused in programming and the patient had experienced no symptoms. The rep reported that the impedances were checked after the ins was replaced and the low impedances were still present, the rep reported that the hcp chose to replace the patient's adaptor as well to attempt to resolve the impedance issue, but it remained unresolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the reported issues was unknown and no further actions were planned.